Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during surgery at the time of product insertion (unknown procedure type), the cutter was not operating properly and the eye was filled with air. The surgery was completed after replacing the product with same product on the same day. There was no impact to the patient.